Manufacturer narrative:
Per the perfusionist, there were no error messages observed. The field service representative (fsr) could not verify the reported complaint. The occluder functioned properly when tested. He replaced the occluder head assembly and checked calibrations and operations. The unit operated to the manufacturer's specifications. The suspect unit will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the occluder was unable to calibrate. As mitigation, a tubing clamp was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the occluder head to a lab use only (luo) occluder module, luo heart lung machine (hlm) and a luo central control monitor (ccm). Verification/release testing was performed three consecutive times and passed each time. The service repair technician could not duplicate the reported complaint. He observed the occluder head to function properly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.